Event description:
User facility reported that the device was in use with patient for 26 days when the device cuff began to leak. No adverse effects to patient reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.